Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection with erosion. Reportedly, the patient had an infection at the sleeve fixing site and atopic dermatitis. There were no additional adverse patient effects reported. The s-ICD was explanted.